Event description:
While in the operating room, a foley catheter was placed in a patient when the device malfunctioned. The catheter tip was not intact, which became evident when the balloon failed to inflate and hold in place. The provider was at the bedside and the time of the event. The primary nurse, and the charge nurse were all immediately aware. A new foley catheter was placed, and the patient proceeded with her cesarean section. I collected the malfunctioning device and escalated the matter to my safety nurse and director.